Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the pump was explanted as an action to this event and normal battery depletion. It was noted the patient's baseline weight was not measured. The patient had a new pump implanted and the event was still ongoing after the new pump was implanted. No further complications were reported/anticipated.

Manufacturer narrative:
The analysis of the pump (sn; (B)(4)) found motor gear train anomalies; corrosion and/or wear and/or lubrication. The previously reported conclusion code no longer applies to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving fentanyl 6000mcg/ml for a total dose of 2300.6mcg/day, bupivacaine 10mg/ml for a total dose of 3.834mg/day, and prialt (ziconotide) 0.4mcg/ml for a total dose of 0.15338mcg/day via an implantable pump for non-malignant pain. It was reported the patient complained of increased pain on (B)(6) 2017. Fluoroscopy was performed on (B)(6) 2017, and the catheter evaluation was normal. The clinical diagnosis was unsatisfactory analgesia. Interventions included medical or non-surgical therapy of a dilaudid trial on (B)(6) 2017. On (B)(6) 2017 the pump was explanted/not replaced. The device was sent back to manufacturer for analysis. Medical or non-surgical intervention on (B)(6) 2017 included changing the medication to dilaudid. The pump was reprogrammed on (B)(6) 2017. Medical or non-surgical intervention on (B)(6) 2017 included adding bupivacaine back to the pump. The event resulted in a unscheduled clinic or office visit. The etiology of the event indicated the relationship of the event to the device or therapy was possibly related and indicated the relationship of the event to the implant procedure was not related. The relatedness to the drug (fentanyl, bupivacaine, and prialt) was noted as possibly related. The drug action that caused the event included no change in the drug. The outcome of the event was ongoing. The event date was (B)(6) 2017. No further complications were reported/anticipated.